Manufacturer narrative:
There is no documentation that shows a causal event between the elevated wbc count and the liberty select cycler or fmc cassette. The patient error of not disconnecting properly from the end of ccpd therapy and possibly contaminating the catheter (not a fresenius product) was most likely the causal event resulting in the elevated wbc count and possible event of sterile peritonitis. The complaint sample was not returned to the plant for investigation. The part number and lot number of the alleged device is unknown. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported disconnecting the cycler set from the catheter instead of using the stay-safe connector. Peritoneal dialysis patient observed a fluid leak. During a follow up with the peritoneal dialysis nurse it was reported that the patient was started on prophylactic antibiotics (type, route, dose, strength and duration unknown). Patient's effluent fluid was hazy and cultured on (B)(6) 2017 resulting in white blood cell (wbc) count of 69 mm3 with no growth. The patient was re-educated on aseptic technique.